Manufacturer narrative:
A user facility reported, "sponges in the head and neck thyroid pack were shredding as dr was using them in parathyroid case." Deroyal industries requested the return of the device, however it was unavailable for return. Deroyal reviewed failure modes and effects analysis (fmea) and any checked for any applicable corrective and preventive actions (capas). No issues were found with the fmea review and no applicable capas were found related to this complaint. An inventory check was also performed on 13 cases (650 packs) of kittners and no issues were found. The device history record was reviewed including the quality control inspection report. All checks were found to be acceptable. A complaint to sales ratio was calculated over the past two years and was found to be (B)(4). Root cause: because the device was not able to be returned and no issues were found within the manufacturing review, no root cause was able to be determined. Corrective and preventive actions: because no root cause was able to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "sponges in the head and neck thyroid pack were shredding as dr was using them in parathyroid case."